Manufacturer narrative:
The facility did not request service; however the customer ordered two footswitch replacements. A visual assessment of the first returned footswitch did not reveal any nonconformity. The footswitch was tested and passed all testing. The customer reported problem was not replicated or confirmed. A visual assessment of the second returned footswitch did not reveal any nonconformity. The footswitch was tested and the customer reported event of the footswitch not responding was confirmed. A nonconforming footswitch motor was found. A review of complaints for the last 24 months did not indicate any add'l similar reports for the two footswitches. The root cause was determined to be due to nonconforming footswitch motor. (B)(4).

Event description:
An (B)(6) center manager reported that during surgery, a system message was displayed and the footswitch was not responding. Another footswitch was brought in and the surgery was completed with minimal delay and no harm to the pt.